Manufacturer narrative:
Date of event: the reported year was 2021. According to pictures provided by the customer, the hemostatic valve was dislodged. A device history record evaluation was performed for the finished device 00001696 number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that during an atrial fibrillation procedure, patient on the table, physician scrubbed in, staff flushed the vizigo¿ sheath as usual and noticed a white little thing pushed into the valve and difficulty to insert the dilatator into the sheath. The little white object, as a piece of sheet, was observed in the transparent part, possibly the valve. The hemostasis valve (gasket) was observed in one piece. The white piece, probably the valve, stayed in the transparent piece of the sheath. The catheter had not been inserted into the patient. The resistance they were having was when they were trying to put the dilator into the sheath. There was no observation made of physical damage on sheath/dilator. They were able to irrigate the sheath. No observation made if the sheath was either narrowed, partially blocked or completely blocked. The dilator was not able to be moved through the sheath, as insert was already hard. The dilator was not stuck on the sheath. The damage did not result in wires being exposed. No observation made if the damage resulted in any lifted or sharp rings. The vizigo¿ was replaced and the issue was resolved. There was no patient consequence. The hemostatic valve separation issue was assessed as a MDR reportable product malfunction. The resistance with sheath was assessed as not MDR reportable.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device analysis was completed on 02-mar-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that during an atrial fibrillation procedure, patient on the table, physician scrubbed in, staff flushed the vizigo¿ sheath as usual and noticed a white little thing pushed into the valve and difficulty to insert the dilatator into the sheath. The little white object, as a piece of sheet, was observed in the transparent part, possibly the valve. The hemostasis valve (gasket) was observed in one piece. The white piece, probably the valve, stayed in the transparent piece of the sheath. The catheter had not been inserted into the patient. The resistance they were having was when they were trying to put the dilator into the sheath. There was no observation made of physical damage on sheath/dilator. They were able to irrigate the sheath. No observation made if the sheath was either narrowed, partially blocked or completely blocked. The dilator was not able to be moved through the sheath, as insert was already hard. The dilator was not stuck on the sheath. The damage did not result in wires being exposed. No observation made if the damage resulted in any lifted or sharp rings. The vizigo¿ was replaced and the issue was resolved. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged (damaged) inside of the hub of the vizigo sheath. The brim cap and silicone ring were found in normal condition. The vessel dilator was not returned. Microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ a device history record evaluation was performed for the finished device 00001696 number, and no internal actions related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the condition observed on the hemostatic valve, an internal corrective action has been opened to investigate this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)